Event description:
It was reported that bd alaris smartsite infusion set had foreign matter the following information was received by the initial reporter with the following verbatim. It was reported by the customer that noticed multiple brown spots inside the drip chamber.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Two samples model 12191600 was returned for investigation. The set was examined for defects and abnormalities. Both samples has spots on or within the drip chamber than could not be wiped off. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's review of the complaint, the embedded material is very small in size, considered a cosmetic defect and not an issue. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.